Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'buttons not working. A soft key and ok buttons' was reproduced.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged keypad overlay. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's buttons ( a soft key and ok button) were not working, found in the emergency room. There was no patient involvement. No additional information is available.